Manufacturer narrative:
Concomitant products: 5076-45 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high pace/sense impedance. The following day, the impedance returned to "in-range" measurements. The lead remains in use. No patient complications have been reported as a result of this event.